Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection. It was also reported that the patients ipg was not functioning properly. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient developed an infection. It was also reported that the patients ipg was not functioning properly. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the linear leads were also explanted together with the ipg due to infection.